Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 06/30/2020. An empty opened foil, a labeled winding former and a detached needle of product were received for evaluation. During the visual inspection of the needle, the swage and attachment area were noted to be as expected and marks by use of a surgical instrument could be observed. No remnant of the suture was observed into the barrel hole. The suture was not received for evaluation to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a hip arthroplasty procedure on (B)(6) 2020 and suture was used. The problem of pulling off suture needle had happened in this procedure. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.